Event description:
During a nasal endoscopy case, 60 degree curved shaver tip would not work in handpiece. Tried changing tips, straight worked fine, 2 different curved didn't. Also tried changing handpieces, same problem.